Event description:
Removal of endosseous dental implant. Implant was placed on 9-4-96 in site #15 (class iii bone) during a routine procedure. The clinician reports that the reason for implant failure may be due to possible occlusal trauma. Implant was removed on 5-15-97.

Manufacturer narrative:
The device was not available for analysis. The company did review the device history record for this implant and has determined the material lot used for this implant did meet all specifications. Any material flaw can be excluded.